Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 97754, serial# (B)(4), product type: recharger. Analysis of the desktop charger (serial #: (B)(4)) found broken connector pins. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient¿s recharger was not taking a charge for the past three days prior to (B)(6) 2016. The recharger screen was blank. No out of box failure was reported. No symptoms or medical/therapy problems were reported. A possible bad connector was noted. A recharger was sent but that did not fix the issue. The desktop charger was replaced. Additional information was received from the patient. Additional information was received from the patient. It was reported that as of (B)(6) 2016 the patient had not received the replacement recharging equipment from the manufacturer¿s repairs department that was supposed to have been sent out. Because of this the patient had not charged her ins since (B)(6) 2016. The patient stated that there had been a problem with part of the power cord and that was why it was being replaced. The patient had a return of symptoms and had really bad pain in her back. It was determined that there was a delivery exception because of an incorrect address which was why the patient had not received the replacement desktop charger.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.